Event description:
Reporter indicated that vns pt underwent lad replacement surgery because the lead was "no longer working properly." Further follow-up revealed that device diagnostic testing resulted in high lead impedence reading (dc-dc code unknown), indicating possible device malfunction. X-rays reviewed by neurosurgeon did not reveal any obvious discontinuities in the ncp system and no anomalies were noted upon visual inspection of the suspect lead at the time of the replacement surgery. It was reported that there was some scar tissue present, but that the neurosurgeon did not believe it to be excessive. Replacement of the lead reportedly resolved the high lead impedance condition. Lead break is suspected.